Event description:
It was reported that the patient experienced cardiac and respiratory arrest. A size 7.5 endotracheal tube was prepared, and no air leakage was detected from the cuff before intubation. Intubation was successfully performed, with the tube inserted to a depth of 24 cm. The cuff was inflated to 25 cmh2o using a manometer. During continuous cardiopulmonary resuscitation, a significant air leak was detected from the endotracheal tube, and the ventilator alarmed for low tidal volume. The cuff pressure was measured at zero centimeters of water (0 cmh2o). Repeated attempts to inflate the cuff showed a pressure of zero centimeters of water (0 cmh2o) on the manometer. The endotracheal tube was immediately replaced, after which cuff pressure was normal, no air leak was heard, and the ventilator functioned properly. Upon testing of the removed endotracheal tube by injecting water into the cuff, water leakage was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.